Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that placement was difficult. The device was moved from the original intended placement site because the situation was that the device could not be returned to the originally intended placement site, it was removed from the patient body.

Manufacturer narrative:
The initial reporter/physician information is not reported from the region due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was prepared in advance according to the package inserts. The sleeve was removed at the middle cerebral artery, and deployment was performed by pulling it to the desired location. The axes of the aneurysm entrance and exit were misaligned, and twisting occurred during deployment. The tip of the pipeline slipped off during the operation, meaning the tip slipped off and the phenom27 and ped were removed out of the body together because returning to the intended site of placement was not possible. The pipeline was re-sheathed and delivery to the distal end was tried again, but the system was collected because of the vessel tortuosity. There was deployment failure in the shaft center. The ped was resheathed in the phenom27 and the system was removed from the body. After selecting a length of 500*35, the same procedure was performed again, and placement was completed successfully. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication and was prepared as indicated in the package insert. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No kind of operation, such as using another device to deploy the stent was performed. The patient was undergoing surgery for treatment of a spindle-shaped, unruptured aneurysm located in the internal carotid artery (ic a)-posterior communicating artery bifurcation with a max diameter of 12mm and a 7mm neck diameter. The landing zone was 4.4mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered.